Event description:
It was reported that the physician performed system diagnostics on a pt and it resulted in 7/limit/high. The treating physician referred the pt to have their generator replaced due to suspected end of service. The pt's generator was replaced, but it is not clear if the lead was replaced. Good faith attempts to obtain additional info have been unsuccessful to date. The generator was returned to the manufacturer for product analysis. Product analysis was performed on the returned generator and was confirmed to be within spec. There was no condition during the product analysis eval that would suggest any anomaly with the device.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.